Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was having the battery replaced and impedances in the old battery were normal but in the new battery electrodes 8-15 were greater than 40000 ohms. It was noted that the lead had been removed and wiped three times with no change. The healthcare provider was closing so no further troubleshooting was done. No patient symptoms reported. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedance was unknown. The rep noted that electrodes 8-15, except for 11 were over 40,000 ohms. The rep reported that the leads were wiped down and placed back in 3 times. The rep reported that the patient still had high impedance in recovery. The rep was able to program around it and not use the electrodes. No further complications were reported.